Event description:
It was reported that during bench testing, the device presented an error code. No patient involvement was reported.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device found the tamper seal was missing. There was evidence of the reported error in the event history log (ehl). The reported problem was not duplicated. During the investigation, an error 46228 message was found in the device information folder and in the pumps event history logs. It was recommended that the error code be cleared, and software applications reinstalled as preventative measure/action. No fault was found as the investigation was unable to duplicate the reported issue. No root cause was determined. The product is over a year from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).